Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of the clip being unable to be released from the catheter. H11: investigation results: the returned resolution 360 clip was analyzed, and it was observed during visual inspection that the device was returned without the clip assembly. The clip had evidence of full of deployment and the control wire was kinked. Microscopic analysis was performed and showed evidence of full deployment and that the control wire was kinked. Dimensional analysis was performed between the hooks of the bushing and both sides were noted to be within specification. No other problems with the device were noted. The reported event of clip would not release was not confirmed. Analysis of the returned device found that the device returned fully deployed. However, during product analysis, it was found that the control wire returned kinked. It is most likely that this event happened due to operational factors such as the application of excessive force during deployment, the use of pliers to extract the control wire in an effort to facilitate clip deployment, and other technique-related actions. Based on all available information and the analysis of the return device, the most probable cause of this complaint is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the gastrointestinal tract endoscopic site during a colonoscopy procedure performed on (B)(6) 2025. During the procedure, the clip was unable to detach from the catheter after deployment. The procedure was completed with a non-bsc device. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the gastrointestinal tract endoscopic site during a colonoscopy procedure performed on (B)(6) 2025. During the procedure, the clip was unable to detach from the catheter after deployment. The procedure was completed with a non-bsc device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of the clip being unable to be released from the catheter.